Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular. A review of the device lot history record and could not be conducted because the lot number was not provided. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other mitraclip is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the patient was re-hospitalized post-procedure for a "leaky" clip. It was reported that deployed mitraclips were noted to be "leaky" and as a result, the patient was hospitalized from (B)(6) 2015. Treatment, if any, was not reported. There was no additional information provided.